Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device were not provided. Based on the information reviewed, and due to limited information available from the article (no individual information available) and the article covering multiple patients, a cause for the reported difficult or delayed positioning with leaflet grasping, mitral stenosis, sepsis, heart failure/congestive heart failure, shock, unspecified tissue injury, hemorrhage/blood loss/bleeding, mitral valve insufficiency/regurgitation and death could not be determined; however, mitral stenosis, sepsis, heart failure/congestive heart failure, shock, unspecified tissue injury, hemorrhage/blood loss/bleeding, mitral valve insufficiency/regurgitation and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled "transcatheter edge-to-edge repair in papillary muscle injury complicating acute myocardial infarction".

Event description:
The article "transcatheter edge-to-edge repair in papillary muscle injury complicating acute myocardial infarction" was reviewed. The article presented a retrospective multi center study to evaluate the feasibility of transcatheter edge-to-edge mitral valve repair (teer) in the setting of myocardial infarction (mi) induced papillary muscle rupture (pmr). All procedures were completed with a mitraclip system. The article concluded that teer is a feasible therapy in critically ill patients with acute severe primary mitral regurgitation due to a recent mi who are deemed inoperable. The primary author and corresponding author was (B)(6) at (B)(6) medical center in (B)(6) israel. The time frame of the study was (B)(6) 2009 to (B)(6) 2022. A total of 23 patients were included in this study, of which all but one successfully received an abbott device. Comorbidities included: st-elevation myocardial infarction (stemi), anterior wall myocardial infarction, inferior wall myocardial infarction, coronary artery disease (cad), cardiogenic shock, vasopressors, ventilation, mechanical support (11 iabp, 2 impella, and 4 va-ECMO). Intra, peri and post-procedural complications included clip grasping issues, death, stenosis, sepsis, heart failure, surgical intervention, shock, leaflet rupture, bleeding, intervention (transfusion), and worsening mitral regurgitation.